Event description:
Upon powering on meter, the not ok message would appear. It is not known how long the meter was displaying the message. The pt was taken to the hosp and was given insulin. Prior to receving any medical attention pt took insulin. It is not known why pt went to the hosp. No symptoms or meter results were reported. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info. This issue was not resolved with troubleshooting. Based on the info supplied by the pt, there is evidence of a meter malfunction, however, there is no evidence of the meter malfunction, contributing to a serious injury. A replacement meter is being sent to the pt.